Event description:
Event description cpi received paperwork from another company stating reason for return: medical complication, not device related. Analysis of this bipolar porous tined endocardial lead (4250) shows insulation abrasions. Possibly from lead on lead contact. This devices was returned to cpi with no allegation.